Event description:
The manufacturer received information alleging a "low leak" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board was replaced to address the issue.